Event description:
Reportedly, once the instrument was closed down and after firing, the instrument would not release. The instrument was pried off tissue with a scissors, but small plastic pieces broke off the instrument and pieces may still be in the pt. The pt was irrigated, but the surgeon was not sure all the pieces were removed. The instrument was on the bowel, low pelvis. No pt or tissue injury.